Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had them out') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced gingival bleeding ("bleeding gums"), vitamin c deficiency ("vitamin c deficiency"), metal poisoning ("metal toxicity") and inflammation ("inflammation"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, gingival bleeding, vitamin c deficiency, metal poisoning and inflammation outcome was unknown. The reporter considered gingival bleeding, inflammation, medical device removal, metal poisoning and vitamin c deficiency to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, gingival bleeding, vitamin c deficiency, metal poisoning, inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received : events added- medical device removal, metal poisoning, inflammation. Reporter added. Case category became serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.